Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The scheduled explantation date is (B)(6) 2020. The patient plans to replace her explanted breast prostheses with unspecified mentor breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 500cc saline breast prosthesis that deflated after implantation. The patient noticed a leak in her left breast prosthesis and that it was getting smaller than her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.